Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance was high and r wave sensing was low. During the lead revision, insulation damage was found and the lead was coiled in the pocket due to twiddler's syndrome. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. There was a cosmetic depression on the outer insulation and visual analysis noted apparent explant damage. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.